Event description:
A (B)(4) old male pt called into zoll lifecor customer support to report that he was receiving several service codes. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval the connector on the trunk cable was found broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.